Event description:
Initial information received from a physician (via company representative) on 12-august-2011: a female customer had been treated with poly-l-lactic acid (sculptra, batch-no. Unknown) for cosmetic skin procedure in 2010. Location of treatment: area of cheek. Used local anaesthetic: xylocaine. During this treatment the patient experienced a cardiac arrest. This event was definitely related to the treatment with xylocaine. The treating physician had not been informed about an allergy to local anaesthetics. Now, for a couple of weeks, the patient suffered from wide-area induration (location: whole cheek, no punctual). Corrective treatment included methylprednisolone (urbason) at a daily dose of 40 mg orally. Outcome: resolving, only a few very small indurations were tactile (non-visible). Medial history included inflammation of tissue caused by autotransplantation of fat a couple of years ago. No concomitant medication was reported. Assessment after investigation: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(4) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event occurred have been picked out. The verified batches were: a9033, a0034, a0035, a0036, a0039, a1040, a1041, a1042, and a1043. We have not received the claimed sample nor a picture showing the vials of sculptra used. The analysis certificate at the release step of all the batches listed above has been checked and all the results were conforming to specifications. As reported in the leaflet, several adverse events (such as bruising, edema, discomfort etc...) Can occur by the use of the product. Nevertheless since we have not received the complaint sample nor a picture showing the vials of sculptra used, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself. Conclusion: no investigation / no assessment possible. Additional information received on 23-august-2011 via company representative: corrective treatment and medical history added. Additional information received on 19-september-2011. Assessment after investigation added.